Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2006 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedures of cystocele repair with anterior balta. It was reported that patient underwent mesh revision/removal due to mesh erosion, vaginal bleeding and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion of the mesh the patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent mesh excision on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/29/2017 patient codes: (B)(4) urgency,(B)(4) urinary tract infection it was reported that following insertion the patient experienced urgency and urinary tract infection.